Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation has been initiated. The events of "capsular contracture", "seroma" and "infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late, infection (unknown onset) and rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and patient's concern with the product. Healthcare professional additionally reported "swollen to double the size of the right, serous fluid, biofilm," and "implant was completely disintegrated". Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and patient's concern with the product. Healthcare professional additionally reported "swollen to double the size of the right, serous fluid, biofilm," and "implant was completely disintegrated". Device has been explanted.

Manufacturer narrative:
Further investigation findings: environmental monitoring results for aug 2010 were reviewed and all results were found acceptable. Bioburden testing results for iiiq-2010 were found to be acceptable. The review of the sterilization records demonstrated acceptable results therefore no training revision was required for this process. The complaint listing report indicates that there was another record ((B)(4)) related to this event for units manufactured on work order 2005277 and sterilized on sterilization run 30001156. A review of all infection complaints for gel breast implants was performed for the period from (B)(6) 2019 through (B)(6) 2021 and indicates that one month is out of control limit ((B)(6) 2019). Pr¿s (B)(4), were involved in (B)(6) 2019. An additional investigation was performed to determine any patterns or similarities related to these records. Relevant information about infections can be found on the corresponding dfu. With the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 30001156. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2019 through (B)(6) 2021, was noted an outlier in (B)(6) 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: creases, a sharp opening on posterior, stress marks, non-penetrating nicks, crease fold, and wear abrasion. Based on the device analysis the final assessment is a pattern of sharp creases on posterior side of opening shell assessed as fold flaw opening. Additional, changed, and/or corrected data: d.9; h.3; h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and patient's concern with the product. Healthcare professional additionally reported "swollen to double the size of the right, serous fluid, biofilm," and "implant was completely disintegrated". Device has been explanted.